Manufacturer narrative:
(B)(4). Concomitant medical devices: hfn a/r screw 80mm cat: 814501080 lot: wg1111280a; hfn in cap flush impinging cat: 814503101 lot: wp1111d; hfn 130 deg 12mm x 165mm cat: 816812165 lot: 982150; cortical bone scr 5.0mm x 38mm cat: 814550038 lot: m26301a. Foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. Product not returned.

Event description:
It was reported that the patient was revised due to implant migration. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.